Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient presented months after an uneventful refill and had inspired a conspiracy story with his son. It was the first time the symptoms were reported after more than 10 years of pain management. There was no evidence of a device, therapy, or procedure issue related to the pump. The patient did not elect to receive their care. The hcp did not think the symptoms were related to the device or therapy, though they were apparently tenuously related to the last refill, but not reported until months later. The symptoms were resolved when they were reported. The hcp stated apparently, the patient had elected to seek care elsewhere. MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event. Due to gch functionality, the complaint flag cannot be flipped to ¿no¿ as a regulatory report exists in the this product event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 1,500 mcg/ml clonidine at a dose of 170.2 mcg/day and 7.5 mg/ml morphine at a dose of 0.85 mg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that the patient would "go into manic state when he first got refills". After a week or two withdrawal symptoms and pain. After 3-4 weeks to months and a half the patient settles down until next pump refill. It had been going on for a very long time. The patient's symptoms included severe constipation, severe diarrhea, knocked down on the couch, severe spasticity, pain, and suicidal thoughts. There was no support from the healthcare professional (hcp) to turn down the pump or remove it because everyone wanted money. A new hcp was hesitant to take the patient's case and the patient was between hcps. The patient's son believed the patient's pump needed to be examined or replaced. No further complications were expected or anticipated.